Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. H3: analysis of the wireless recharger (s/n: (B)(6) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding a recharger/external device it was reported that a coupling issues since receiving recharger. Pt reports has had scrolling battery lights since over the weekend. Pt reports let the recharger battery deplete in hopes it will resolve the issue. The agent reviewed the recharger general use. The following troubleshooting steps were performed. Placed recharger on the dock and held power button for 30 seconds. The agent walked pt through resetting. The issue was not resolved through troubleshooting. An email was sent to the repair department.  No further complications were reported/anticipated at this time. Additional information was received from the patient. It was reported that the patient took the replacement recharger out of the box and put it on the charging dock for a minimum of 20 seconds and took it off the dock; however, it was "doing nothing." The recharger was not beeping. The patient turned the recharger on and they saw 3 green battery lights. A reset was attempted; however, the issue did not resolve. The patient saw an orange light and had the option to switch the recharger. The patient scanned the serial number bar code and the issue was still not resolved. Patient services then had the patient toggle the bluetooth off and back on again and the patient received a "not found" message. The patient did another recharger reset and the issue still did not resolve. The patient then manually entered the serial number and received a 3167 service code. The patient cleared the code and was able to connect to charge their implant. The patient's recharger briefly went back to "searching," and the patient reported they have always had a hard time finding the implant to charge it which was noted in this original call. Patient services asked the patient if they used a belt and the patient stated that it was even harder finding the implant with the belt. The patient was then able to stay connected to charge the implant. Their implant was at 40% and the patient was going to continue charging as the call ended. The troubleshooting steps taken on the call resolved the reported issue.